Manufacturer narrative:
Tracking#427000-0 sent: 11/17/2005 additional information: d4, 10; g4; h2,3,4,6 evaluation summary: the instrument (a) was receiving in good condition. The instrument was cycled, fired the remaining 9 clips conforming, and locked out as intended. No anomalies were noted. Instrument (b) was received with the jaws misaligned/yielded. The instrument was cycled and fired the remaining 11 clips ejected due to the condition of the jaws. The instrument locked out as intended. Instrument b code 400: yielded jaws 3500a codes 10 26 38 101 400 47 all other information is the same for both instruments.

Event description:
During a laparoscopic cholecystectomy procedure, malformed clips. There was no pt consequence. The case was completed with another device of the same product code.